Manufacturer narrative:
Instead of replacing the veneers, the doctor placed crowns with a different product. The patient is doing fine. The returned product was evaluated for adhesive strength and met product specifications. A review of complaint database trending indicated that no similar complaints were received which indicated that the debonds were isolated incidents. These investigation results suggest that these incidents were not the result of a product failure. (B)(4).

Event description:
On (B)(6) 2011, a doctor reported that two patients experienced the debonding of veneers that had been placed with bond-1. This MDR is the second of two reports.